Event description:
A report was received from an eyecare practitioner indicating that a patient experienced a stinging sensation associated with wear of precision uv lenses. Further information was received in 8/2005 that patient had presented at the hospital in 2005 with severe pain. Diagnosis stated as large central corneal ulcer in the right eye with no anterior chamber reaction. Complete resolution of the reported event (no loss of visual acuity and no residual scarring) has been reported as a result of treatment with antibiotics.